Event description:
The customer reported via phone call that the insulin pump alarmed motor error while the customer was changing the insertion site. The customer's blood glucose was 133 mg/dl. The customer stated that the insulin pump had not been exposed to a strong magnetic field. The customer did not observe any significant events leading to the alarm. She removed the battery from the insulin pump and was unable to confirm whether the device could complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She had reverted to using another insulin pump already. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime test. However, the insulin pump was received stuck in a motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unit was received with a minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.